Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a plastic ring was observed on the tip of the sheath. The plastic was removed, and the original sheath was used to complete the procedure with no patient complications. Neither the sheath nor the foreign material is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Although the sheath was not returned for analysis, images of the event were provided for investigators. Inspection of the pictures showed a clear plastic ring of foreign material present. It was identified as belonging to a manufacturing/ trimming aid used in the sheath's manufacturing. Based on all available information the cause of the issue is determined to be manufacturing deficiency.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath a plastic ring was observed on the tip of the sheath. The plastic was removed, and the original sheath was used to complete the procedure with no patient complications. The sheath is not expected to be returned as it was disposed of by the facility.